Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the previously working remote monitor would not power on. New batteries were installed, but this did not resolve the issue. The remote monitor is to be returned by the patient and replaced. No patient complications have been reported as a result of this event.